Event description:
3 blood leaks occurred with three patients at hemocialysis treatment in the same lot number. All leaks occurred at the start of treatment. These dialyzers were at 3rd or 4th reuse. Leak detector and test strip observed the leaks. The blood loss volume was 250ml each. All patients were well and no medical treatments were given.